Event description:
Reporter indicated that vns patient's voice has been raspy and hoarse since two days post-implant. It was reported that two days post-implant, the patient had a virus with fever (104 f) and had a seizure. In the next 4-5 days, the patient was seen by physician who reportedly indicated that the patient had thick mucous drainage down their throat. The patient was prescribed allegra and their allergy symptoms improved however, the hoarseness had reportedly not improved according to the patient's family member. Further follow-up revealed that the patient was seen by treating neurologist 3 days after the initial report at which time stimulation was initiated. The patient reported at this office visit that in the previous week, their hoarseness had diminished somewhat. Both the implanting surgeon and the treating neurologist indicated that the patient has not been diagnosed with vocal cord paralysis to date.